Event description:
The lay user/patient contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, a fluid loss alarm of 3 cc's per minute was received approximately 8 minutes into the procedure. The physician noticed a burn on the cervix and decided to proceed to cool down and abort the procedure. The physician did not classify the burn, however, the physician reported it was only internal, a blister, and was treated with silvadene cream. A tenaculum and tenaculum stabilizer were used in the procedure, as well as a vaginal speculum. The patient was dilated to 8 mm, and was under general anesthesia. The patient's condition at the conclusion of the procedure was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.